Manufacturer narrative:
Date sent: 03/20/2009. Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed, as the ancillary trocar was not returned for analysis. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. Rotate the ancillary trocar 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference instructions for use for additional instructions. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the blue tip broke off the device. A new device was opened and used to complete the procedure. There was no patient consequence.